Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Additionally, it was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Customer¿s blood glucose value was 150 mg/dl. The customer continued to use the pump for insulin therapy.